Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer on july 20, 2016. The lm reported that the most probable cause for the reported event is as follows: if the device has been delivered for more than 4 years and is used more frequently, it is presumed that the locking or pins of the video connectors have worsened and failed. Or, it is inferred that the connector lock failure occurred due to the user's application of force such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing, etc. It is speculated that this resulted in the instability of the electrical contact point of the connector, which interfered with image transmission between the scope and the video controller, resulting in the phenomenon of flickering or no images. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.

Manufacturer narrative:
A video processor cv-190, serial# (B)(4), version 4.00, was returned due to image went black during a case seems like it¿s intermittent. A visual inspection was performed and found no visual damage and no abnormalities on the rear panel input/output connectors. However, the front connector's locking lever appeared to be worn out as it would not lock the scope connector in place. However, did not cause the flickering or intermittent black image when gently wiggling the scope connector. Although, the test scope connector easily came out from the socket when slightly pulled. There was no dust accumulated inside the front connector and interior of the processor. In addition, the processor was then checked with a test camera head otv-s7proh-hd-l08e, endoscopes pcf-q180al, cf-hq190l, together with light sources clv-190. The unit was burn-in tested for 6 hours, and the color images displayed on the monitor oev261h appeared to be normal on all input/output signals. All the buttons on the front panel were functional. The white balance function was working properly. The processor also recognized each test scope ID correctly. Therefore, the reported complaint of black image or intermittent was not confirmed. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the image intermittently displayed on the video system. It is unknown if the intended procedure was completed. There was no patient injury reported.